Manufacturer narrative:
Clarification to e1: (B)(6). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "upon opening xen®45 gts package, they immediately verified that it was unsealed and the device inside the applicator was missing at the time of application" in the left eye.